Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had an issue with the insulin pooling. He followed up with his doctor and found that he had a know where his site was. The doctor did know about it and the customer felt that he should have been changing the site every two days instead of every three days. He mentioned that he woke up with a blood glucose of 38 mg/dl and did not know he was low. He also said that because the insulin was pooling, he had a blood glucose that ranged between 300 mg/dl to 400 mg/dl. He declined to troubleshoot for the high or low blood glucose because it was determined that they resulted from site-related issues. The insulin pump is not being returned for analysis.

Manufacturer narrative:
The information provided, was incorrect with the initial report. The correct information has been provided with this report.